Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer states pump is making a beep noise that wont stop and now buttons are not responding and screen is frozen. The screen was not blank after inserting new battery but was not able to fully clear alarm. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test. Pump was tested with no watchdog timeout alarm, frozen screen and audio/beep anomaly noted. No time clock anomaly noted. Pump received with corroded battery tube noted.